Manufacturer narrative:
Continuation of d10: product ID: neu_unknown_lead; product type: lead; product ID: neu_unknown_ext; product type: extension. Section d information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead; product ID: neu_unknown_ext. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported by the manufacturer representative (rep) that they planned to be a part of a surgery where the patient currently had a bilateral dbs implant. The hcp was planning on putting in a percept device, two (2) sensight leads, and keeping one of the activa ipgs and leads, but then just having an extension plugged into the other activa port. The rep wanted to know more about single-extension MRI compatibility. Tss discussed MRI compatibility. It was unclear why activa was being replaced; one of the leads was being removed/replaced, and the extension was being capped. Tss emailed the rep for more details and patient information with no success.

Manufacturer narrative:
Continuation of d10: product ID neu_unknown_lead lot# va2ck8l serial# (B)(6) product type lead product ID 3708660 lot# serial# (B)(6) implanted: explanted: product type extension medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.